Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted after the expiration date. It was not realized that the lead had past the expiration date until after the lead had already been implanted. Lead diagnostics were in normal range. The lead remains implanted. The patient was stable post-implant.